Event description:
The pt was using the surgi stim stimulator (MFR by teknettix) and sterile surgi stim electrodes (MFR by conmed corp.) On their knee for post op pain relief. Approx 24 hours after surgery the pt began to feel itching near the electrodes. On the second day after surgery, the pt felt severe itching on their right knee. When the surgical bandages were removed pt noticed a severe blister underneath one of the electrodes. The pt was using the surgi stim device for 24 hours, 2 days straight. The pt's doctor prescribed an ointment and was given sensitive skin electrodes for continued use of the device.